Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. On (B)(6) 2011, the patient received remedial therapy with a loading dose of vancomycin 1gm, ip; and piptaz (piperacillin and tazobactam) 4.5gm, twice daily, ip. At the time of this report, antibiotic therapy and dianeal were ongoing. The outcome for the peritonitis was not reported.